Manufacturer narrative:
It was initially reported the device was repaired and returned, however, it was determined that the customer had elected to perform their own repairs.

Event description:
It was reported by service report that the scale was inaccurate due to a malfunctioned load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the scale was inaccurate due to a malfunctioned load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.